Event description:
It was reported that during a gastrectomy procedure, the blade was broken off when the nurse cleaned it. Also an error code 3 was displayed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 04/06/2009. Info anticipated, but unavailable at this time.